Event description:
Procedure: pneumonectomy. According to the reporter: staples did not form properly and a re-anastomosis was performed and additional tissue was resected. Surgery time was extended by more than 30 minutes. No patient information was available.